Event description:
The physician achieved access with the axera device without difficulty. Following insertion of the sheath, contrast media was injected and fluoroscopy revealed that the iliac had shut down. It was thought that there was a plaque dissection in the vessel. The physician accessed the contralateral side and repaired the damaged vessel with a balloon. It took several inflations to resolve. F/u info obtained asserts the dissection occurred in the right cfa, at the point of entry of the introducer sheath. The pt recovered without further incident.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the device history record (DHR) was performed for this lot and non conforming material records (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history was reviewed and no ncmrs have been initiated that are related to this failure mode. Risk analysis was performed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available info, is injury due to the procedural placement of the introducer sheath.